Manufacturer narrative:
Overheating could not be duplicated during failure analysis; however, the device ran on its own without activation during performance testing and mineral deposits were noted on the motor assembly. Please note that this report is being filed for alleged overheating as reported by the surgeon and for running on its own without activation during failure analysis. Burn injury to the pt was filed under MFR report number 1811755-2011-3996.

Event description:
It was reported that during an oral procedure, a micro drill was overheating; as the surgeon was removing the drill from the pt's mouth, the drill attachment burned the pt on the lower left side of the lip. No further info was provided regarding the event.